Manufacturer narrative:
Device eval: one use device has been returned for investigation. Implant date was an estimate. Since the lot number was not provided, the device history record and complaint database search could not be performed. The eval is in process and a f/u report will be submitted when the eval has been completed.

Event description:
The user reported that the catheter tubing broke at the connector. The device was repaired w/o further incident. No lot number has been provided. No harm or injury was reported.